Event description:
The pt had been experiencing difficulties with her lap band adjustments during outpatient appointments at the bariatric office. Upon pt's last adjustment, the md noted serous, yellowish colored fluid aspirate from her lap band which led him to believe there may have been a compromise of the lap band system. The pt was scheduled for surgery. The surgeon was able to confirm the lap band tubing, between band and port, did in fact have a slit in it which allowed fluid to leak out. The surgeon removed the entire system and replaced it with a new one as the pt had requested. The pt tolerated the procedure well and was taken to recovery.